Event description:
The pump was returned for investigation. Investigation revealed a display screen issue, that the force sensor calibration was out of specifications, the force sensor resistance was out of specifications, and that the force sensor was contaminated. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be dim and discolored. A test display was installed and displayed properly. Additionally, the pump¿s history showed a loss of prime associated with low non-zero force. The force sensor calibration was found to be specifications. The pump was opened and the force sensor resistance was out of specifications and the force sensor was contaminated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.